Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation was performed. Nothing was identified that contributed to the reported errors. The real intelligence cori log files and/or case files were not provided to the designated complaint unit for evaluation therefore an assessment of the log files and/or case files could not be performed. Although the reported ¿camera firmware incompatible¿ error could not be confirmed, it is likely that the incompatible camera firmware error is an occurrence of a known software bug that was fixed and released in v1.4.1.2. This error can occur during a camera firmware version check when someone is standing in front of the camera and blocking the lens, which ultimately prevents the firmware version from being received, resulting in the ¿camera firmware incompatible¿ error. The critical error message due to a configuration error could not be confirmed, either. A possible contributing factor for this error message would be software related. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint because the reported errors could not be confirmed. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial (B)(6) and intended used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. No probable contributing factors could be attributed to this complaint. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during cori installment, when updating the camera firmware on the admin screen, it then gave a critical error message that the system had exited due to configuration error. No patient was involved. No other complications were reported.